Event description:
It was reported that an arteriotomy closure of a moderately calcified femoral artery was attempted using a starclose se with a 6fr sheath, after an interventional procedure. Reportedly, sheath splitting could not be completed. The device was removed and a non-abbott device was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the starclose se device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4): improper or incorrect procedure or method, failure to follow steps/instructions. Per instructions for use: under closure procedure - perform a femoral angiogram through the side port of the procedural sheath to determine the location of the arteriotomy site, the vessel size, and the presence of disease (calcified plaque, stenosis, chronic or acute occlusion), tortuosity or presence of arterial wall dissection. Patient selection - per instructions for use: under precautions - do not deploy the clip in areas of calcified plaque. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. An analysis was performed on a returned starclose device and confirmed the sheath split was not complete. It was observed that a shaft carving occurred at the time of device use; therefore, the reported product experience is confirmed. The cause was related to the operational context at time of device use. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency. As stated in the instruction for use (IFU), closure procedure section, step 2 states: perform a femoral angiogram through the side port of the procedural sheath to determine the location of the arteriotomy site, the vessel size, and the presence of disease (calcified plaque, stenosis, chronic or acute occlusion), tortuosity or presence of arterial wall dissection. The IFU precaution section step 7 states do not deploy the clip in areas of calcified plaque.